Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the needle broke. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hospital has reported no pt injury occurred.